Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluated the iabp unit. The fse reported that during the evaluation, some more issues related to the leak were discovered requiring another adjustment. Due to the customer's current circumstances, all repairs have to get prior approval and the po has to be approved for adjustment. Repairs are on hold until the po is approved. Additional information is being requested with regard to the repair and status of the iabp. The initial reporter named is a getinge employee whose contact details are: (B)(6). The full name of the event site was shortened due to field character limit; the full name is (B)(6).

Event description:
During a previously scheduled service call, the cs300 intra-aortic balloon pump (iabp) lcd display did not light up or display information. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
The getinge field service engineer (fse) that encountered the issue reported that due to the customer's current circumstances, all repairs have to get prior approval and the po has to be approved for adjustment. The po was later approved and repairs continued. The fse replaced the display to fix the issue, and performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service.

Event description:
During a previously scheduled service call, the cs300 intra-aortic balloon pump (iabp) lcd display did not light up or display information. There was no patient involvement, and no adverse event reported.